Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Manufacturing year is 2016. (B)(4). Field service specialist checked laser and realigned the laser and checked out the power. No issues were found. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Account reported that incisions made with catalys had leaks that required a temporary 10.0 nylon suture. It was reported that this was part of a study. No additional info was provided.

Manufacturer narrative:
Device manufacture date: additional: in initial report, the manufacturer year was only provided, however the full date (B)(6)2016. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.